Event description:
A customer reported obtaining elevated tropi pt results on their vitros eci analyzer for several pt samples that were reported to the floor. Falsely elevated troponin I result could lead to inappropriate physician action. There was no report of pt harm as a result of this event.